Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to clinic for routine follow-up. Upon interrogation, the atrial lead exhibited noise. Noise could not be reproduced in clinic. It was noted that the patient operated heavy machinery. Other electrical measurements were normal. No intervention was reported. The patient was stable and would continue to be monitored.

Manufacturer narrative:
Additional information: (device codes).

Event description:
New information received states that an asymptomatic patient presented in the operation room for an unrelated procedure. Upon interrogation, it was noted that the atrial lead had an insulation anomaly and exhibited noise episodes. No intervention was performed. The patient was stable prior, during and post procedure.